Event description:
It was reported to boston scientific corporation that a multibite was used during a cold biopsy procedure. According to the complainant, post procedure the patient was admitted to the hospital for pain. It was noted that there was no "no permanent or significant harm " to the patient. This event has been deemed a reportable event based on hospitalization. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Other complaint source: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.